Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a self-test, the thermogard xp ivtm system (s/n: (B)(4) consistently alarmed and displayed error message mid-09 (air trap assembly). The mid-09 error message could not be cleared . There was no patient involvement reported.

Manufacturer narrative:
The reported complaint of thermogard console displayed error message mid: 09 (air trap assembly) was confirmed during event log review and functional testing and was attributed to a broken isolation layer of the coolant level sensor block. After the isolation layer and damaged parts were replaced, the console passed all testing and functioned as intended. The console failed the functional testing. Further investigation showed that the isolation layer of the coolant level sensor block was broken. Replacing the isolation layer and repositioning the coolant level sensor block remedied error code mid: 09. In addition, the rj45 cable and the coolant bath were replaced; the console passed all functional and electrical testing criteria. A visual inspection was performed and no discrepancies were observed. A review of the event log was performed and found several mid:09 (air trap assembly) errors to have occurred on the reported event date; thus confirming the reported complaint. Historical complaints were reviewed and one previous related complaint ((B)(4)) was reported for this thermogard system (s/n: (B)(4)) for the same fault "mid: 09 due to a faulty coolant level sensor block. Customer site.